Manufacturer narrative:
The unit was unable to prime during the prime and compromised force sensor test due to protruded or loose drive support disk. There was no compromised force sensor alarm. The unit had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 119 mg/dl. Insulin squirts out during the manual prime process. The drive support cap is protruded. Nothing further reported.